Manufacturer narrative:
The report event of difficult to release was confirmed while the reported event of premature separation was unconfirmed. As received, a complete catheter was returned in one piece with a device. Visual examination and x-ray examination found the pull wire was twisted and the end of tethers were fractured consistent with procedural damage. The cause of the reported event of difficult to release was isolated to procedural damage. No other anomalies were identified.

Event description:
Related manufacturer reference number: 2017865-2023-11962. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, the lp needed to be repositioned, but the physician had difficulty un-fixating the lp from the tissue. Once the lp was un-fixated and the protective sleeve of the delivery catheter was advanced over the lp, the lp prematurely released from the catheter. The reported lp was retrieved from the hepatic vein/artery and replaced with an alternative lp. The patient was in stable condition.